Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the lot number could not be obtained. As a lot number could not be determined, device history and manufacturing records could not be reviewed. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly. Clinical investigation: there is a possible temporal relationship between pd therapy utilizing the liberty cycler with cycler set and the patient report of a peritoneal infection. However, it is unknown if this patient was utilizing fresenius product(s) at the time their reported infection was diagnosed. Furthermore, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and use of the liberty cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency or defect and no confirmation that any fresenius product(s) were utilized, the liberty cycler and cycler set can be excluded as the cause of the patient¿s reported peritoneal infection.

Event description:
During an anonymous customer experience survey, it was reported that this customer experienced a infection while on peritoneal dialysis (pd) modality. It was reported the patient has experienced a pd infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Attempts to obtain additional information could not be completed for follow-up.